Manufacturer narrative:
Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the display went blank and the unit stopped ventilating while in use on a patient.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but was unable to reproduce the reported issue. No parts were replaced. There is no malfunction. This event was not reportable.